Manufacturer narrative:
Philips received a complaint on the 861290 (heartstart xl+ defibrillator/monitor) indicating that the device had an error code. There was reportedly no patient involvement. A philips field service engineer (fse) performed a visual inspection and found the error code "battery calibration required" being displayed. The fse calibrated the battery and the device was fully functional. The device remains at the customer's site. No further action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator/monitor is giving an error code. There was no patient involvement.